Event description:
It was reported that suction catheter became stuck and unable to retract suction catheter.

Manufacturer narrative:
The product involved in the report has not been returned. A review of the device history record is in-progress. All information reasonably known as of 01 feb 2026 has been included in the health authority report. Should additional information be obtained a follow-up health authority report will be provided. The information provided by airlife. Represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to airlife. Airlife has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the airlife complaint database and is identified as complaint (B)(4). This information is submitted pursuant to 21cfr803, in compliance with the medical device reporting requirement and should not be considered to be an admission that a airlife product is defective or causes serious injury. Risk assessment. The ultimate risk is low, as that is the highest risk of the patient/caregiver and regulatory/compliance considerations: 1.patient/caregiver. Performed risk assessment with dhfe- 05196, revision 9; the most closely associated hazard is hzd005-01 with a probability of harm occurring p= (1) improbable and severity s= (2) minor which is low risk. The calculated p1 based on complaints and sales in the previous 24 months is (B)(4) corresponding to improbable (1). Therefore, the probability of harm occurring (p) remains the same as the RMA and is determined to be low risk per ref-(B)(4). 2. Regulatory/ compliance. Reviewed ref-(B)(4), and there is low regulatory/ compliance risk. 3. Brand recognition and customer impact. Reviewed ref-(B)(4), and there is low brand recognition/customer impact. Device history record (DHR) review. During the review of the manufacturing records for the reported lot, it was noted that the eqp (27848) was documented in the line clearance record with a calibration expiration date of july 31,2024, while the manufacturing order was completed on august 1,2024. A further review of the calibration records for eqp (27848) confirmed that the equipment was calibrated on july 29,2024, establishing a valid calibration period through july 31,2025. This confirms that the equipment calibration was current at the time the manufacturing activities were performed. Additionally, the equipment operated within the established process parameters during production. Based on the calibration records and the available documentation, it is concluded that the expiration date recorded in the line clearance documentation was most likely a documentation / typographical error. Therefore, this observation has no impact on the quality, safety, or performance of the manufactured product. Complaint history review. The complaint history was reviewed in grand avenue and etq from reported dates jan/02/2024 through jan/02/2026, for part number 208 and failure mode "catheter difficult to advance/retract (ett)". There were 4 other complaints reported for the same issue under complaint-(B)(4), during the same timeframe. Sales = (B)(4) ea. Calculated occurrence (p1) = (5 complaints / (B)(4) ea sold) x 100 = (B)(4). Occurrence ranking = improbable.

Manufacturer narrative:
The product involved in the report has not been returned. A review of the device history record is in-progress. All information reasonably known as of 01-feb-2026 has been included in the health authority report. Should additional information be obtained a follow-up health authority report will be provided. The information provided by airlife. Represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to airlife. Airlife has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the airlife complaint database and is identified as complaint (B)(4). This information is submitted pursuant to 21 cfr 803, in compliance with the medical device reporting requirement and should not be considered to be an admission that a airlife product is defective or causes serious injury.

Event description:
It was reported that suction catheter became stuck and unable to retract suction catheter.